Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the sensitivity was out of tolerance. The tested setting was 2 mv, and the device sensed at 1.4 mv. The epg was returned to the manufacturer for servicing. This was noted during a preventive maintenance check, so there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed incoming testing with no anomalies found. The customer's observations could not be reproduced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.